Event description:
It was reported that during the posterior communicating artery (pcoma) aneurysm procedure. After pushing the subject stent into the microcatheter, it was found that the subject stent got stuck and could not be pushed forward. Under imaging, it was found that the subject stent had deployed at the proximal end of the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.